Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 145 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed the rewind basic occlusion test, prime/a33 test, and displacement test. However, the unit was received stuck in the motor error loop during bolus / basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The unit was received with cracked case at display window corners. The unit was received with minor scratched lcd window. The unit was received with missing end cap sticker.